Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia.

Event description:
The patient was wearing the pod on the stomach. Due to an issue with the previous pod that resulted in high blood glucose levels, a new pod was activated. Shortly after the change, the patient¿s blood glucose rapidly decreased to approximately 40 mg/dl. The patient began feeling sick, prompting the family to call an ambulance. The patient no longer has the pod involved in the event. Upon arrival at the hospital on (B)(6) 2026 (during nighttime), the patient was treated with juice and dextrose, which increased blood glucose to 285 mg/dl. No additional medical treatment was required other than monitoring and blood glucose checks. The patient remained hospitalized for one day and two nights for observation and was discharged on (B)(6) 2026. The pod was worn during medical attention.